Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a 24 hour infusion of etoposide was hung at 1600 on (B)(6) 2017. Due to numerous air in line alarms the infusion did not finish until 2015 on (B)(6) 2017. There was no report of any patient harm. Biomed replaced the air in line sensor.